Manufacturer narrative:
Product no returned to manufacture.

Event description:
It was reported that the abutment screw is loosening after placing it. Tooth location #46.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. Some bone tissue was noted stuck in the threads and drive feature. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there was no additional related complaint for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Alleged event is non-verifiable with the information provided. The root cause for the complaint could not be determined with the information provided as the event cannot be recreated. UDI (B)(4). Device available for evaluation: change "no to yes", added date returned to manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.